Manufacturer narrative:
The insulin pump was unable to prime during prime test and motor error alarmed during basic occlusion test due to a faulty force sensor resistor. The motor passed the motor test. The device had cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window, and scratched lcd window.

Event description:
The customer's parent reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 264 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.